Event description:
It was reported that a malfunction code, specifically a momentary power loss to the vibrator motor, was displayed on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted in resetting the pump by technical support, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred.